Event description:
Infection at the surgical site.

Manufacturer narrative:
The pt had a medical history of multiple previous procedures. Following up with the surgeon, the sales representative determined that this pt tested positive for pseudomonas, however further details as to where the culture was taken from were not disclosed. According to the sales representative, the surgeon "had reviewed the case notes and had noted the pt had a dirty umbilicus." Because the explant was note returned to atrium in formalin, histological evaluation of the returned device could not be performed. The manufacturing records for this lot of v-patch were examined and no deviations were noted. Based on the information provided in the rga and the examination of the explants returned, there is no reason to conclude that the c-qur v-patch mesh devices were the root cause of the infections in these cases.